Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, de novo, 95% stenosed, mid right coronary artery (rca), after balloon pre-dilatation and stent implantation, an edge dissection was noted. Another 2.25 x 23 mm xience prime was used as treatment without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.